Event description:
It was reported that shortly after implant the right ventricular lead was dislodged and had high thresholds and low sensing values. It was also reported that the right atrial lead had high thresholds. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.